Manufacturer narrative:
The technician replaced the left head gas spring assembly to repair the stretcher.

Event description:
Info received indicates the head section will not go into the flat position. It stops at 5-10 degrees.